Event description:
It was reported that the patient came to the or complaining of knee pain. Surgeon explored and changed the insert. Intra-operatively nothing was found to cause pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).